Event description:
It is reported that during the initial surgery the constrained liner would not lock so the surgeon implanted an elevated rim liner. The patient requested a constrained liner, so the surgeon revised the patient 2 days later.

Manufacturer narrative:
This report will be amended when our investigation is complete.